Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was difficult to close. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. Correction to b5, d4: expiration date and (UDI) #. B5: update quantity reported from "a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was difficult to close" to "an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were difficult to close". H4: lot manufactured between june 30, 2020 to july 01, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.